Event description:
Patient status post lcp plate and screw implantation returned to surgeon for follow up visit. An x-ray showed a non-union and a broken plate. Surgeon removed hardware and revised to another plate.

Manufacturer narrative:
Add'l info requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.